Event description:
It was reported that after an acl, lcl surgery on (B)(6) 2024, with allograft (achilles tendon) used (allograft with bone and the biosure screw were used for femur), the patient came back last week complaining about a loose body in the knee. The patient underwent knee scope and it was found that the front part of the screw was broken and the loose piece was floating in the knee. All the broken pieces were removed form the patient using forceps. There was no back up used. There was no delay on the knee scope. The acl of the patient was intact and fine.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.